Event description:
It was reported that a female patient underwent a breast augmentation revision with a 400cc mentor memorygel breast implant and experienced a rupture on the left side post-operatively. As a result, the patient underwent explantation on (B)(6) 2024, and replaced with a 400cc mentor memorygel breast implant (catalog number 3504001bc).

Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: rupture. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Correction: the initial lot/serial number (6620772) that was initially provided is unable to be confirmed in mentor's systems. Mentor has performed complaint follow, in attempt to clarify this information, with out success. As a result, a DHR review cannot be completed. Should an updated/accurate lot number be received, a supplemental report will be sent. On january 05, 2025, a photo evaluation for the device was completed. Photo evaluation summary: unable to confirm the implant rupture since image provided is not clear. As the product involved in this complaint was not received, the device couldn´t be analyzed according to our procedures. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. No corrective and preventive action (CAPA) is required now. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. Manufacturer¿s reference number: (B)(4).